Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed extensive troubleshooting, and found that the cuvettes were not being completely washed due to worn and leaking bellows. The fsr resolved the issue by replacing the bellows. The instrument function was verified with a control/precision run. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the architect c16000 product monitoring review scorecard identified no similar issues related to the architect system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the bellows was identified.

Event description:
The customer observed falsely elevated total bilirubin result generated on the architect c16000 processing module for one patient. The sample was repeated and a normal result was obtained. The following data was provided: customer¿s normal reference range: 3.4 to 20.5 mol/l; initial result = 27.21 mol/l; repeat result = 10.22 mol/l ; no impact to patient management was reported.